Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported she noticed the cannula connector piece breaking frequently with the most recent lot of infusion sets. No adverse event reported. Requested return of the alleged device for evaluation.